Event description:
The customer reported that the right hand table was difficult to move. An engineer will be visiting the account to inspect the trolley. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing and add'l info has been requested. A f/u report may be issued.